Event description:
It was reported that during an implant procedure, the right atrial (ra) lead being used was found to have dislodged. No electrical anomalies were reported and the dislodgement was noted via fluoroscopy. The ra lead was removed and replaced to successfully complete the procedure and the atrial port of the device was plugged. The patient was stable throughout.